Event description:
It was reported when using the pyxis medstation es system, the device displaying a black screen. The customer stated that there was delay in accessing medication to patient since user can managed to get the medicines from other unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that faulty battery. A field service engineer, replaced battery and rebooted the device to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.